Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set). The home patient (hp) was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis (pd) therapy. The caregiver (cg) indicated that there were air bubbles in the patient line. Troubleshooting found that the patient line was not completely primed before patient connection. The technical service representative assisted the cg in clearing the alarm and advised the cg to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Although the home patient stated there were air bubbles in the patient line, insufficient information was provided to determine the cause of the alarm. Should additional relevant information become available, a follow-up report will be submitted.